Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient in a clinical study. A follow-up form (dated (B)(6) 2016) reported seizures was the reason for an MRI scan.

Manufacturer narrative:
The previous selection for "other" no longer applies. The patient code has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient had a medical history of a seizure disorder with MRI completed for follow-up. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.